Event description:
The manufacturer was contacted in reference to dreamstation auto CPAP device. The patient alleges white particles in device, headache, difficulty breathing, noisy device and inconsistent air flow. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to dreamstation auto CPAP device. The patient alleges white particles in device, headache, difficulty breathing, noisy device and inconsistent air flow. There was no allegation of patient harm or injury. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.